Manufacturer narrative:
Per the information received, the ipg was operable and there was no allegation/malfunction. The ipg was electively replaced. As such, this does not meet the reportability criteria.

Manufacturer narrative:
There was no allegation against the device. Corrected data: h6.

Event description:
Additional information received indicates that the ipg was operable. The physician elected to replacement ipg. There was no allegation against the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.